Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the monopolar curved scissors instrument broke off and fell inside the patient. The broken fragment was retrieved. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the insulation from the monopolar curved scissors instrument broke off and fell inside the patient. The broken fragment was retrieved. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has made attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
On 31-january-2018, intuitive surgical, inc. (Isi) obtained the following additional information from the initial reporter regarding this event: it was confirmed that no fragments fell inside the patient as initially reported. The instrument was removed with the cannula attached and the broken fragment was in the cannula port and not inside the patient. Therefore, this MDR report is being retracted as there is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. If additional information is received, a follow up MDR will be submitted. Based on the additional information, this MDR report is being retracted since it was confirmed that there were no fragments that fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument tube extension was found to be broken. Material broken off was returned with the instrument. Material does not appear to be missing. The known common cause of this failure is due to mishandling/misuse. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report remains non-reportable since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.